Event description:
The customer states they are getting error code 10003 on the screen. No pt involvement stated by the customer.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.